Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a speaker malfunction error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Event description:
It was reported there was a speaker malfunction error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) provided the customer with replacement part information for the device loudspeaker assembly. The device remains at the customer site.

Manufacturer narrative:
It was reported there was a speaker malfunction error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips remote support engineer (rse) provided the customer with replacement part information for the device loudspeaker assembly. The device remains at the customer site.